Manufacturer narrative:
(B)(4) . The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/24/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The skin reaction was described as red and brown blistered skin, located at the site of insertion, under the adhesive pad. On (B)(6) 2016, the patient's mother brought the patient to an allergist who recommended that the patient receive a second opinion to determine what they were allergic to. Patient's mother reported that there were plans to have the patient tested for what materials cause the patient allergic reactions. The affected area was treated with prescription flonase, flower-water paste and cortisone. At the time of contact, the patient was still undergoing treatment. No additional event or patient information was provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.